Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Patient reported: my bottom teeth are having the same issue as the last two times. One tooth is caught behind the others and is not moving forward. It is getting shorter and is not as tall as the other teeth now, compared to where it started. It's visibly shorter and not coming forward. Clinical review: tracking concerns and a lower tooth appearing shorter. The patient previously had to rest due to the intrusion of tooth #24. Advising the patient to backtrack into the best-fitting lower aligner and will provide support as needed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.